Event description:
The manufacturer representative reported that the patient was unable to charge to 100% and had stated that the implant didn't charge that well. The most bars the patient had seen were five and they charged for hours at a time. There were no pocket issues reported. The indication for use was spinal pain. No patient symptoms reported.

Event description:
Additional information received from the healthcare professional reported that the device would only charge to 75%. Troubleshooting included the device being checked and reprogrammed, however, the patient reported on (B)(6)-2016 that the battery continues to only charge to 75%.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.